Event description:
Dealer stated that both crossbraces and the bolts for both arm assemblies are bent on a mvps wheelchair. Dealer stated that it looks like the end user shoves the chair into a trunk and is bending the chair.